Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated that while performing azsym troponin-I adv calibration they received a error (motor step loss, probe up/down, sampling center errors) was generated. It was discovered that the flipper bar opened but the stopper in reagent bottle 2 was still in the bottle resulting in the probe crash. There was no report of impact to patient results.